Event description:
A peritoneal dialysis patient identified a fluid leak afer treatment in the cassette compartment. The patient's effluent remained clear. No prophylactic antibiotics were used. The patient discarded the sample.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.